Manufacturer narrative:
The returned device was evaluated. The outer joints would not lock into position when the knob was tightened; the complaint is confirmed. A review of the manufacturing records did not identify any issues which would have contributed to this event. Reference report 3004485144-2016-00334.

Event description:
While operating, the articulating arm stopped tightening. There was no harm to the patient and the procedure was completed with another device. This is report two of two for this event.